Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis further described as a ¿peritoneal infection¿. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment for the peritonitis with cephalosporin (dose, route and frequency were not reported). It was reported that pd therapy was withdrawn during the treatment. At the time of this report, the patient was not recovered from the peritonitis. No further detail was provided regarding whether the patient was hospitalized for the event. No additional information is available.